Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2004 for urinary incontinence. Also, the patient underwent mesh implantation on (B)(6) 2009 concurrently with cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that post implantation the patient experienced recurrence of pain, urinary problems, dyspareunia chronic vaginal discharge and lower back pain. No additional information provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-07417. The same patient is represented in each medwatch.at this time, file is pending medwatch submission. A batch history review has been requested. (B)(4).